Event description:
It was reported while using (brand name) the tip broke off and remained lodged. The following information was provided by the initial reporter: tip broken off in patient on removal - tip remains in patient until surgical removal.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-apr-2023. H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the sample. Analysis of the sample showed that the part-off edge of the broken catheter had a smooth cut on it. The assembly process was reviewed, and the machine parts that contact the catheter tubing were the machine grippers. However, the machine grippers have round flat surface with no sharp edges that could cause part-off in the catheter tubing. Since the product was returned used and outside of its original packaging, we are unable to determine a root cause for the incident. Due to the nature of the cut being so clean there is a possibility the failure occurred during use, but we are unable to confirm how the product was used during the incident. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using (brand name) the tip broke off and remained lodged. The following information was provided by the initial reporter: tip broken off in patient on removal - tip remains in patient until surgical removal.